Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report air bubbles in the tubing of the infusion set and reservoir. Customer's blood glucose at the time of the incident was over 600 mg/dl. Product is expected to return.